Event description:
It was reported that the customer's pump was unusable due to a shattered screen, rendering it impossible to operate or enter the password. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer declined a loaner pump and reverted to using injections until a new pump could be acquired, noting that the pump's warranty had expired and it could neither be repaired nor replaced.